Event description:
Pt (asa class I) underwent surgery in 2002. During post-op visit in 5/2002 pt reported difficulty eating, dizziness and nausea due to jaw pain up to and below ear. Pt subsequently evaluated by ent physician and diagnosed with closed lock dislocation of the temporomandibular joint (tmj). Treatment is use of a jaw splint at night and physiotherapy. Pt has been referred to tmj specialist for further eval.